Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with no damage observed on the pump. During analysis, the customer's reported problem regarding alarming blank screen was unable to be duplicated although the event log indicated that a no disposable event occurred (2 no disposable alarms recorded at the end of the log). Sensor testing found the downstream occlusion (dso) sensor value within manufacturing specification. Simulated use testing was unable to replicate the error with a disposable attached. After removal of the cassette the pump did alarm for "no disposable attached". Service will recalibrate the upstream occlusion (uso) and replace the dso as a preventive maintenance. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump exhibited alarming with black screen. No patient was involved in this event. No adverse effects were reported.